Event description:
The hospital reported that during a coronary artery bypass procedure, the pinch clamp on the blower mister broke into multiple pieces. Nothing fell into the patient and no intervention was required. The same device was used to complete the procedure without using the clamp. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).